Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a cable failure to be the cause. Based on the results of the investigation, it is likely that the following led to the malfunction: the inspection by the repair department confirmed that a cable failure had occurred in the actual device. Therefore, it is presumed that the failure of the cable caused the video function to not function properly and "no picture" occurred. However, the root cause has not been identified. A device history review (DHR) was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, there was a no image issue while using the camera head. The issue occurred during preparation for use for a therapeutic procedure (laparoscopic surgery). There was no patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.